Event description:
An rn (registered nurse) was assembling blood filter to draw up blood, the filter broke at the site of the luer lock and filter connection. Packaging was not saved for product. This happened on two different occurrences, one set of packaging saved. New filter was used without issue. No harm to patient.